Manufacturer narrative:
The root cause for the reported complaint could not be determined. The sterilisation reports were reviewed and there were no issues with the sterilisation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with an intraocular lens (iol) implant procedure, patients came in post-operative follow-up and he found to have infection and reaction. Unspecified medical or surgical intervention was performed as a result of the event. Additional information was requested, but further no information was available.